Event description:
Treatment of an aneurysm. It was reported the pipeline was deployed and could not be released from the protective coil. Several attempts were made to release the pipeline by torque the device and the pushwire broke. The broken segment as retrieved with a snare. No pt injury reported.

Manufacturer narrative:
The pushwire and the pipeline were returned for eval. The pipeline was examined and found opening with two ends damaged. The pushwire was returned with approx 20.2mm of the distal tip missing. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).